Manufacturer narrative:
The complaint of a break was confirmed and will be considered user related. The 2 fr per-q-cath tubing broke 0.5 inches within the strain relief oversleeve. Due to the small cross sectional area of the 2 fr tubing, the catheter is relatively easier to break under tensile stresses. No defects related to the manufacturing process were noted on the product. A chr of lot #repl0481 showed no other similar product complaint(s) from this lot.

Event description:
It was reported that tubing fractured after 5 days of implanting.